Manufacturer narrative:
On september 13 2020, mentor became aware that the initial submission has incorrect procode. The correct procode for saline device is fwm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female who underwent an unknown breast augmentation with unknown saline prosthesis became unsatisfied with the saline implants post procedure. The patient wants to replace the saline with silicone devices. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis.